Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, part no.: the following are the part numbers reported: 72203853 and 72203854. Lot no.: the following are the lot numbers reported: 2099551 and 2101952 d4, exp. Date: expiration dates for each of the -x quantity- lots reported: 01-sep-2027 (2099551), 30-sep-2027 (2101952) h4, mgf. Date: manufacturing dates for each of the -x quantity-lots reported: 01-sep-2022 (2099551), 30-sep-2022 (2101952).

Event description:
It was reported that during an arthroscopy, the anchor of two (2) suturefix ultra were not holding to the bone. Both anchors got pulled out. A delay greater than 30 minutes was reported. The procedure was finished with a smith and nephew back up device. No further complications were reported.